Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a 0.3ml bd insulin syringe was provided. The customer reported hub separates. The photo was examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 1 bd syringe 3ml hub separated from the device. The following information was provided by the initial reporter : the consumer reported the needle coming off with the cap, leaving unusable syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code : unknown. Initial reporter city and state : unknown, reported through (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 3ml hub separated from the device. The following information was provided by the initial reporter : the consumer reported the needle coming off with the cap, leaving unusable syringes.